Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The design change of the dr board was made on april 16, 2018. However, it is not determined if that is related to the issue of the device. The user¿s complaint of no image was confirmed. This was attributed to a faulty patient board causing no image on 180 scopes. Additionally, the sticking main switch was found to be sticking. The intermittent universal serial bus (usb) connector board was causing the unit to not capture images. A worn out lock latch on video connector was causing the loss of image when moving the pigtail and a corroded pip connector was observed. All parts were replaced. Software updated and the unit passed an electrical leak test and all functional tests. The cause was traced to electrical component failure. Probable cause for the issues are as follows: faulty patient board for the image issue; large load outside the recommended operating conditions being applied momentarily from outside for the power button sticking issue. The scope connector should not be worn under normal use, and the intermittent image indicates that connection contacts may not be properly fitted. Instructions for use (IFU) includes statements: wear of the scope connector lock (the image disappears when you shake the maj-1940) ·never apply excessive force to connectors. This could damage the connectors.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed a faulty patient board causing no image on 180 scopes. Additionally, the sticking main switch was found and replaced. The intermittent universal serial bus (usb) connector board was causing the unit to not capture images. A worn out lock latch on video connector was causing the loss of image when moving the pigtail and a corroded pip connector was observed. All parts were replaced. Software updated and the unit passed an electrical leak test and all functional tests. The cause was traced to electrical component failure. No further information was reported.

Event description:
The customer reported to olympus that the device had no image using distinct scopes. There was no patient injury reported.